Manufacturer narrative:
Initial reporters facility name: (B)(6). . Investigation summary: photo/sample received. A total of four cases caused adverse effect. The representative returned a sample. A photo sample is attached to confirm the complaint. A DHR has been completed on : crs: (B)(6), pr 7137271. Mfg date 06/01/2017- 06/10/2017. Qty (B)(4) production line: auto line. Sample was decontaminated by (B)(4). No related investigations have been opened on this lot complaint. Did the photo investigation shows the reported defect? Yes. Did the returned sample show the reported defect? No. Conclusion: the specification of the complaint batch 24g. No abnormality found in the incoming material. The whole assembly process and packing process. In qa lab, the observed sample had dry blood. Conducted the 45psi leakage test. No abnormality was found in the complaint sample. After receiving the complaint sample, the suzhou plant sterilization and it may make the blood residual in the septum dry. It will lead the sample without leakage. According to the suzhou plant statistics data, septum leakage complaint rata is 1.23 cpm in fy16 and fy17 is 0.97 cpm lower that the upper limit r&d specified. Root cause: in conclusion, because the complaint sample had been used and sterilized secondly. So suzhou plant cannot finalize the root cause for septum leakage. Was the product within specification? No. No CAPA investigation will be performed at this time.

Event description:
It was reported that a nurse observed leakage from the bd pegasus¿ safety closed IV catheter system septum. Noted during use. No serious injury or medical intervention noted.